Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
All lateral condyle points floating during bone registration. Multiple attempts at recapturing hip center, checked correct patient, etc. Two different surgeons attempted bone registration. Initial registration 1.0 and closest registration was 0.6. Case type: tka. Surgical delay: > 30 minutes.

Manufacturer narrative:
Reported event: an event regarding multiple failed registrations involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported ¿all lateral condyle points floating during bone registration. Multiple attempts at recapturing hip center, checked correct patient, etc. Two different surgeons attempted bone registration. Initial registration 1.0 and closest registration was 0.6. Case type: tka. Surgical delay: 30 minutes¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: a review of device history records for rob743 shows that on 08/06/2018, 1 device was inspected, and 1 device was placed on. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a search of the complaint database under device identification pn: 209999 reports no similar complaints for tka software, multiple registration required. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. It was noted in the communication log that "session files and robot logs: (hicks_toh_kanning_11.14.19) were not found in mkdusky.makosurgical.com\shared\complaints". No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. H3 other text : device not returned.

Event description:
All lateral condyle points floating during bone registration. Multiple attempts at recapturing hip center, checked correct patient, etc. Two different surgeons attempted bone registration. Initial registration 1.0 and closest registration was 0.6. Case type: tka. Surgical delay: 30 minutes.